Event description:
On 6-30-98 at 6pm, a new bag of hyper-alimentation was hung that had 1700ml and was to run at 70ml/hour. At 8pm, it was noted that the hyperalimentation was infusing at 100ml/hour. At 8:30pm, the hyperalimentation bag was completely empty. The pump was checked with another nurse and found the settings at 700ml/hr. At 10:30pm the pt expired. Hyperalimentation infused 1700ml in 1 1/2 hours at 700ml/hour versus ordered rate of 70ml/hour.